Event description:
Customer reports that the setup fields and the treatments fields do not have the same isocenter. Customer states that when she created a plan she copied her initial plan which had a target volume defined as the gtv. On the copied plan she had then moved the isocenter to a different volume and inserted her setup fields from scratch. Customer states that setup field isocenter was positioned 8cm away from their treatment field isocenter. They imaged the pt using the setup fields and that is when they discovered the images did not represent their intended isocenter. The pt was brought off the txt table and the plan was qa' ed. Customer described her workflow: she created an initial plan. Then she copied her initial plan which had a target volume defined as the gtv. On the copied plan she then moved the isocenter to a different volume and inserted her setup fields from scratch.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.